Event description:
It was reported that the patient had a failed lengthening on (B)(6) 2018. Sales rep reported that patient was successfully lengthened in an additional procedure in (B)(6) 2019.

Manufacturer narrative:
Reported event: an event regarding alleged difficulty lengthening involving a jts distal femur was reported. The event was not confirmed. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate one device was manufactured and accepted into final stock on 16oct2017 with no reported discrepancies. Complaint history review: there have been 16 other events reported. Conclusions: it is reported that a health care facility has experienced difficulties extending a jts distal femur. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Two extension procedures have successfully took place since this reported issue with no reported problems. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device remains implanted.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It was reported that the patient had a failed lengthening on (B)(6) 2018. Sales rep reported that patient was successfully lengthened in an additional procedure in (B)(6) 2019.